Event description:
Cardiology consult notes: his device,..had reached eri (elective replacement indicator). The patient has had multiple episodes of ventricular tachycardia requiring device therapy. In addition, he has had episodes of inappropriate device therapy related to rapid atrial fibrillation. The patient's history related to his device is more complex in that he has a FDA advisory riata electrode and has a nonfunctioning left ventricular electrode, which was inactivated due to the diaphragm stimulation. Notes from the operative report:..."the device was delivered into the wounds and the leads mobilized. We cannulated the left subclavian vein now without difficulty, but we were unable to guide a wire into the right atrium. In fact, no steerable wires could be even advanced beyond an area of obstruction in the innominate vein. For this reason, we proceeded to extract the recalled st. Jude riata lead. This lead was amputated after withdrawal of its active fixation device. A laser locking stylet was passed down the lead and using a 16-french excimer laser, the lead was removed in its entirety. The lead did have evidence of exteriorization of the coils at least as extraction process proceeded. Fluoroscopic examination under magnification failed to reveal any radial extrusions prior to initiation of the extraction process and electrically, this lead was normal, although under recall. With removal of the lead in its entirety, we were now able to use the laser sheath introducer, which we had advanced into the right atrium as a conduit for insertion of leads and wires. Through this, new dual coil high energy defibrillator electrode was passed...the existing left ventricular pacing electrode appeared to be in good position at least anatomically by fluoroscopy; however, this lead had been abandoned because of his continual diaphragm stimulation and/phrenic nerve stimulation. This lead was now withdrawn without difficulty." There were no complications.